Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that maxzero needleless connector leaked, was occluded, and had flow issues. The following information was provided by the initial reporter: it was reported by the customer that the maxzero was leaking and occluded which resulted in the baby needing a blood infusion.

Event description:
It was reported that maxzero needleless connector leaked, was occluded, and had flow issues. The following information was provided by the initial reporter: it was reported by the customer that the maxzero was leaking and occluded which resulted in the baby needing a blood infusion.

Manufacturer narrative:
H.6. Investigation: the customer reported that the maxzero was leaking and occluded, and returned the used mz and extension set. The set and mz were primed with blue dye fluid and did not leak from hand-pressure applied through a bd lab 10 ml syringe. The complaint was unable to be verified. The root cause is unknown without an observed failure. DHR could not be performed due to unknown lot#.